Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning 'do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.' We will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported that "on (B)(6), a call was forwarded from repair customer service to technical service due to request for information regarding suitability of use of MRI with potential 8ta11 tool fragment in patient. Information regarding tool material and indication that MRI is not recommended was faxed to facility. No information was available regarding the patient status". On follow up it was reported that the malfunction was identified during surgery. Tool was noticed to be broken. Procedure was delayed by ½ hour to perform x-rays ensuring the broken piece was not in patient. Procedure was completed with back up. It was confirmed there was no patient impact. It was later confirmed that the fragmented piece was not present in the patient when it was located on the floor of the or. Tool has been discarded and will not be available for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.